Event description:
Additional information received reported resistance occurred in the distal end of the catheter during retrieval/while pulling the solitaire back into the non-medtronic aspiration catheter.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the solitaire fr revascularization device was returned for analysis. The rebar-18 catheter used during the event was not returned for analysis. As per the solitaire fr stent IFU (instructions for use) the 6-40 stent must be used with a micro catheter with a minimum ID (inner diameter) of 0.027in. Per the sofia plus catheter product labeling, the ID is 0.070¿. Therefore, the solitaire fr stent was found to be compatible for use with the sofia plus catheter. The solitaire fr revascularization device was returned without its introducer sheath. No bends or kinks were found to be the pushwire. The marker coil was found to be in good condition. Visual inspection of the detachment zone revealed no electrical etching. The detachment zone was found to be visually in good condition. The stent was found to be still attached to the pushwire. The stent non-working (tear drop) length struts appeared to be in good condition. The working length struts appeared to be in good condition. The finger markers were found to be intact. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed and the root cause could not be determined. Resistance can be caused by lack of continuous flush. Based on the device analysis and reported information, the customer¿s report of ¿kink/damaged¿ was unable to be confirmed as the solitaire stent appeared to be in good condition. Based on the device analysis and reported information, the customer¿s report of ¿separation¿ was unable to be confirmed as the stent was found to be still attached to the pushwire. No defect was found with the returned solitaire fr stent device that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a solitaire sfr4 had resistance and was separated. Physician reported that he did an emergency thrombectomy in the night of the 16th of october. First try was to aspirate only with the sofia plus. After that, there was still thrombus in the middle cerebral artery (mca). Next setup was with sofia plus (new unit) in combination with rebar 18 and sfr4-6-40. Placement and integration of the clot went well. While pulling the sfr4 into the sofia plus there was some friction. The physician decided to take the whole system out of the patient. In the inspection of the sfr4 on the table there was a huge amount of thrombus inside of the stent. While cleaning the stent in saline, the nurse found kind of separation of the stent struts (visually). Also the physician had the feeling of a prolongation of the pusher wire while pulling into the sofia plus. An inspection of the used catheters did unfortunately not happen. The rest of the material was scrapped by the angio team. The distal section of the stent was damaged. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an ischemic stroke in the internal carotid artery (ica) to m2 lvo. Vessel tortuosity was moderate. No patient symptoms or complications were reported.  Ancillary devices: guider softip xf, 8f, 90cm guide catheter, rebar 18 ref: 105-5081-153, lot: b406358 microcatheter, sofia plus str 125cm distal access catheter.